Manufacturer narrative:
The insulin pump alarmed button error and had intermittent button response due to moisture damage on the keypad traces. No moisture damage was found inside the pump. The insulin pump received with normal operating currents. No unexpected low battery alarm noted. The insulin pump was received with cracked display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that one of the buttons was sticking and the numbers were ramping up. The customer's blood glucose was 6.7 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.